Event description:
It was reported that during a proximal left circumflex stenting procedure at the bifurcation in a restenosed non-abbott stent, the 2.5x12 mm xience v stent failed to cross the lesion. The delivery system was removed and a non-abbott stent was advanced to the lesion. Upon advancement, it was noted that the xience v stent was dislodged and remained at the lesion. The non-abbott stent failed to cross the lesion and was removed without issue. A second non-abbott stent was successfully advanced to the lesion and was deployed in the restenosed stent embedding the xience v stent between the restenosed and newly implanted stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified.